Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a scratch on the stopper. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "while drawing ppi water from the 20 ml ll syringe: some sort of scratch on the black stopper was observed. No clinical consequence for the patient or the operator preparation redone"

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a scratch on the stopper. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "while drawing ppi water from the 20 ml ll syringe: some sort of scratch on the black stopper was observed. No clinical consequence for the patient or the operator preparation redone."

Manufacturer narrative:
H6: investigation summary: one photo and one sample were provided to our quality team for investigation. Upon visual inspection, a white substance was observed on the top of the stopper of the syringe. After emptying the syringe, the substance was evaluated using magnification and it was determined to be is a mixture of silicone and polypropylene particles. A device history review was performed for the reported lot 2101091, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. H3 other text : see h10.